Event description:
It was reported that this patient was admitted to the hospital due to syncope. Upon further evaluation, it was noted that the right ventricular (rv) lead is dislodged. Addionally, they were unable to get a successful right ventricular automatic threshold test and there is loss of capture when programmed at maximun outputs. Technical services discussed programming optons. The plan is to perform a lead revision. At this time, the lead remains in service. No adverse patient effects were reported.